Event description:
It was reported that during attempted insertion of the iab the balloon unwrapped when removed from the tray. An attempt was made to pass the iab through the sheath that was placed in the left femoral artery. Difficulty was encountered that resulted in the spring wire guide becoming bent, and the iab could not be withdrawn over the wire guide. As a result of this, the iab, spring wire guide and sheath were withdrawn simultaneously. There were no reported complications.